Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm. Subsequently, the customer changed pump supplies, however, a cartridge alarm 30 occurred with the cartridge during the load process. Customer's blood glucose ranged between 150-180mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.